Event description:
An erratic readings issue was reported with the adc freestyle libre reader. A caller reported readings of ¿90 mg/dl, after 1 minute 260 mg/dl, again 1 minute later 60 mg/dl" were received on the reader. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treatment, requiring treatment of sugar by the son. The emergency service was called and upon their arrival, the customer¿s blood glucose was stable and no additional treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc freestyle libre reader. A caller reported readings of ¿90 mg/dl, after 1 minute 260 mg/dl, again 1 minute later 60 mg/dl" were received on the reader. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treatment, requiring treatment of sugar by the son. The emergency service was called and upon their arrival, the customer¿s blood glucose was stable and no additional treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.